Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test under water was performed, and no evidence of a leak was observed. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device manufacture dates: april 25, 2013 - april 30, 2013. The device was returned and is currently in the process of being evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient control module leaked inside of the pcm housing. This occurred during a patient infusion of an unknown drug. The reporter stated that the medication demand button seemed to be positioned higher than usual and that some air was noticed to have gotten in the fluid path upon pressing the button. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.